Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not performing the reprocessing correctly according to the following: did not suction air after they suctioned water, removed the distal cap before they wiped off the insertion tube and used one sponge to wipe off the insertion tube and distal end and did not suction water for the full 30 seconds along with they did not suction air after the water step. No patient infections or injuries reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h3, h6, h11. The device was not returned to olympus for inspection; however, a field service engineer performed the onsite inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction failure to follow instructions. The event can be prevented by following the instructions for use, which state to remove the distal cap before wiping the insertion tube, use a single sponge to wipe the entire insertion tube and distal end, suction water for the full 30 seconds, suction air after the water suction step, and properly insert and engage the air/water cleaning adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.